Manufacturer narrative:
The device is not available for evaluation as it was discarded. Since the lot number of the device was not provided, a DHR review could not be performed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
The reporter has indicated that device is not available for evaluation as it was discarded and the lot number is unknown. The investigation is ongoing. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that one day post cataract surgery on the left eye, the patient's intraocular pressure (iop) increased to 45mm hg and amvisc bubbles (less than 2 mm in diameter) were seen in the anterior chamber. The bubbles were removed beside antiglaucoma therapy. The original procedure passed easily without any complications. Four weeks post-surgery, the left eye had normal finding, visual acuity was 0.25 (with drusen). According to the surgeon, a small quantity of viscoelastic-residue in the anterior chamber should not lead to such a high iop.